Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient reported that she felt dizzy and noticed the inaccurate readings. The cgm showed 90 mg/dl and the bg was 29 mg/dl. The patient was at home and blacked out. Her boyfriend was with her and injected her with a glucagon pen. No other treatment was given. After that, she regained consciousness and felt better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.